Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. D4: batch # a98p3k. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned sample determined that the el5ml device was received with no visible damage to its external components. The tyvek packaging was also returned with the instrument. During functional assessment, the instrument was cycled and observed to be empty and locked out. The device is designed to activate a lockout mechanism once all clips have been fired. Therefore, a potential cause of the customer-reported experience is that all clips had been deployed, resulting in activation of the lockout mechanism and preventing further firing of the instrument. To evaluate the condition of the internal components, the device was disassembled. Upon disassembly, no anomalies were identified. The instrument is equipped with an orange indicator located on the top of the handle, which serves as a visual reference for the user to indicate the number of clips remaining. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned empty. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. When the 13th clip is fired, an orange bar will begin to appear in the indicator window on top of the device handle. The orange bar fills the indicator window when the final clip is fired. Device history review: a manufacturing record evaluation was performed for the finished device batch a98p3k number, and no non-conformances were identified.

Event description:
It was reported that, during an unknown surgery, when attempting to clip inside the patient's body, the clip did not close at the base and only the tip closed. The same issue occurred outside the patient's body, only the tip closed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.